Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles on the device's outer surface and two linear openings. A leak test and microscopic analysis were performed which identified two sharp openings and nick other. A dimension measurement in the shell was performed which identified the thickness was within specification. A fill inspection was performed and identified that no blockage was in the valve. Based on the device analysis the final assessment is: two sharp openings in the side posterior assessed as unidentified (tear) opening. Nicks others assessed as non-penetrating nick.

Event description:
Device has been explanted.